Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable/adjust belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The trunk cable was cut, damaging wires in the cable. Additionally, the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j702 and j704 connector on the distribution node pca. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the damaged monitor.